Manufacturer narrative:
(B)(4).

Event description:
It was reported on a patient of (B)(6) in height the medical doctor could not insert the intra-aortic balloon (iab). The balloon could not be inserted through the hub of the sheath, it got stuck and the sheath with balloon assembly had to be pulled out as a unit. As a result, the iab was removed and replaced with another iab successfully. There was a reported delay or interruption in therapy that caused no harm to the patient. There were no patient complications. There was no reported patient death or serious injury.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint that the catheter became stuck in the sheath is not able to be confirmed. The sheath in question was not returned for investigation, and as a result, the complaint is not able to be confirmed. The iab bladder membrane passed dimensional and functional inspection. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported on a patient of (B)(6) in height the medical doctor could not insert the intra-aortic balloon (iab). The balloon could not be inserted through the hub of the sheath, it got stuck and the sheath with balloon assembly had to be pulled out as a unit. As a result, the iab was removed and replaced with another iab successfully. There was a reported delay or interruption in therapy that caused no harm to the patient. There were no patient complications. There was no reported patient death or serious injury.